Event description:
(B)(6) 2021 15:39:01 *rv lead integrity warning: 2 or more high rate-ns episodes less than 220 ms. Sensing integrity counter greater than or equal to 30 in 3 days. Device appears to be undersensing on a lead and atrial events appear to be falling in blanking/refractory possibly triggering device classified termination of at/af event in progress pn. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).